Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis could not confirm the customer comment that the programmer reboots when the programmer is booted up. The hard drive was reconfigured and loaded with updated software as a preventative. The programmer passed functional and systems tests. (B)(4).

Event description:
It was reported the programmer reboots 4-5 times every time the programmer is booted up. The programmer was returned for repair. There was no patient involvement.